Manufacturer narrative:
The instrument was further evaluated by engineering for advance failure analysis (afa). Initial fa was confirmed. Failure analysis could not reproduce the customer-reported complaint. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The generator was set to level 8 and energy delivery was tested and passed in various grip orientations. It was observed that steam was released during energy delivery confirming that it was successful. The instrument passed the electrical continuity test at various grip orientations. The conductor wire was inspected in the distal and proximal end and was not found to exhibit any damage. The instrument was fully functional. The instrument has 8 remaining uses out of 12. A review of manufacturing history indicated no related nonconformance. Afa confirmed the instrument had thermal damage to the molded insulator on the outer surface of one of the grip tips. A review of the procedure logs indicated that a monopolar instrument was used during this case. Additionally, the instrument was found to have a misalignment of the grip tips due to a bent grip. There was a 0.020" offset at the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument failed to energize. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the surgery. The customer used another instrument and it worked. There was no patient injury due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.020¿ offset at the tips. Visual inspection was performed and the instrument was found to have thermal damage on the molded insulator at the distal tip. Visual inspection was performed and no damage to the conductor wire was observed. Electrical continuity was performed and passed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed. Energy delivery was performed and passed. The complaint was not confirmed by failure analysis.